Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated this air dermatome. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed the hose, head, control bar, and 4 inch width plate were damaged. It was also noted that the inside of the hand piece was corroded. The motor speed was within specification and the calibration was out of specifications at the 0 setting. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, 4 inch width plate, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not replicate the reported event. However, it was revealed that the hose, head, control bar, and 4 inch width plate were damaged. It was also noted that the inside of the hand piece was corroded and the calibration was out of specifications at the 0 setting. The root cause of the reported event cannot be specifically determined since during initial inspection the technician could not replicate the reported event. However, it was revealed that the hose, head, control bar, and 4 inch width plate were damaged. It was also noted that the inside of the hand piece was corroded and the calibration was out of specifications at the 0 setting. The reported event was non-verifiable during inspection of the device and the device was noted to be functioning as intended after the repairs were performed for the other problems found. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was initially reported that the device was skipping. Additional information received on february 13, 2017 confirmed it took place during a surgery. Though the harvested graft was useable, the surgeon did have to take additional unplanned grafts to finish the procedure.